Manufacturer narrative:
Hardware low level failure alarm (variable info=3) confirmed in the pump history problem isolated to the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had failed the device test. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis. No further details are given.